Manufacturer narrative:
Intuitive surgical inc. (Isi) received the universal surgical manipulator (usm) 1 for failure analysis investigation. The unit was analyzed and error 32097 and 1173 (p3=3) was found on aca indicating i2c error on pitch, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was install onto a golden system where the component functioned as expected. The usm was then installed onto a patient side cart fixture test platform (pftp) where the agc current and sensors check failed on pitch, replicating the reported event. The probable root cause of the reported issue can be attributed to a fault of a component or module on the pitch searchlight pca causing a sensor error.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the universal surgical manipulator (usm) 1. The system was verified and ready for use. Intuitive surgical, inc. (Isi) has received the unit; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure that error 32056 occurred against universal surgical manipulator (usm) 1. The site power cycled the system, but the issue remained. The intuitive tech support engineer (tse) reviewed the system logs, which showed error 32056 occurred against usm 1. The tse had the customer hard power cycle the patient side cart (psc), but the error returned. The customer aborted the case. There were no reports of patient involvement.